Event description:
Dealer states these concentrators had a burning plastic smell when he took them out of the box. No injury alleged

Event description:
Dealer states these concentrators had a burning plastic smell when he took them out of the box. No injury alleged.

Manufacturer narrative:
(B)(4). This cnf was created as the original had two serial numbers listed and there is to be only one per complaint. The same when filing an MDR. (B)(4) has been initiated for this issue. Model irc10lx, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1118353 rev j (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). Original pr (B)(4) issued MFR report #1031452-2012-00166 stating that the model # is irc10xl. The correct model # is irc10lx. Correction made. (B)(4) - this (B)(4) was created as the original had two serial numbers listed and there is to be only one per complaint. The same when filing an MDR. (B)(4) has been initiated for this issue. Model irc10lx, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1118353 rev j (apr-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.